Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Diabetes educator reported high blood glucose levels and hospitalization. Customer's blood glucose level went as high as 300 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer was admitted into the hospital due to high blood glucose levels. The insulin pump will not be returned for analysis.